Manufacturer narrative:
On 9-oct-2020, mentor received additional information regarding the suspected medical device. The implant location of the device was right side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the side of the implant and revision surgery. Additional information indicated that the device was implanted in the patient's left breast. The patient underwent bilateral removal and replacement with replacement with two 270cc mentor memorygel breast implant prostheses (catalog #: smpx270, left serial #: (B)(6), right serial #: (B)(6). On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, parallel lines of shell wear were observed on the anterior aspect. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with a 325cc mentor memorygel breast implant (side unknown) and a 300cc mentor memorygel breast implant (side unknown) and experienced bilateral grade iii capsular contracture postoperatively. The patient had ultrasound (unknown date), and the diagnosis was confirmed on (B)(6) 2019. As a result, the patient underwent explantation on (B)(6) 2019. The patient¿s date of birth and date of implantation were estimated as (B)(6) 1980 and (B)(6) 2013 respectively based on available information. This report is for the one of the reported prostheses, a 300cc gel device.